Event description:
Per the reporter, the pt was set to receive an infusion of diamorphine and glycopyrronium over 24 hours. The infusion was initiated. During a routine check, it was noted the 3 ml remained in the syringe when 6 ml was expected. The pt reported no ill effects.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.